Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to external stress such as hitting. The event can be prevented by following the instructions for use (IFU) section which state: [3.2 inspection of the endoscope] 7. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Water tightness was loss due to pinhole on the bending section cover. In addition to gap found in the adhesive area between the plastic cover and the distal end, other evaluation findings are as follows: water tightness was lost due to wear of the forceps control lever; the image guide protector had a cut; the adhesive around the light guide lens was peeled; the paint on the suction cylinder and air/water cylinder was peeled; the suction cylinder was shaved; the play of the upward/downward knob was out of the standard value and the bending angle in the up direction did not meet the standard value both due to wear of the angle wire; the air/water cylinder was deformed; the light guide lens had a crack; the forceps channel port was shaved; and the electrical connector had discoloration due to water leakage. Lastly, there were scratches on the following parts: the distal end, the plastic distal end cover, the connecting tube, the forceps elevator knob, the right/left knob, the upward/downward knob, the switch box, the control unit, the scope cover, the suction connector, the universal cord, the grip, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had an insertion section leak. There was no report of patient harm. The device was returned, evaluated, and a gap was found between the adhesive part of the plastic cover and the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.